Event description:
The customer reported failed ferritin quality control (qc) and calibration and sample counts outside limits system errors involving the access® 2 immunoassay system. The customer stated level 3 quality control was low, unloaded the reagent pack, and observed small bubbles in the reagent pack. The customer loaded a new reagent pack but evidence of small bubbles was still present. The customer attempted to recalibrate but calibration failed due to bad fit. During troubleshooting, the customer discovered a loose substrate bottle cap fitting and tightened the fitting to resolve the issue. The customer then primed the substrate line. No erroneous patient results were generated at the time of the event. There was no impact to patient care associated with this event. Beckman coulter customer technical support (cts) advised the customer to retest any patient samples back to the last acceptable quality control (qc) to verify reproducibility. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to the loose substrate bottle fitting, at the cap, which allowed air to enter the substrate line. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).